Event description:
Additional information: it was reported that the patient had an indium dye study which showed a non-functioning system, dye never left the pump. A catheter access port (cap) study was done prior to the dye study and cerebrospinal fluid (csf) could not be withdrawn. The pump was replaced on (B)(6), 2012. The patient outcome was reported as no injury or adverse event.

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Event description:
It was reported that there was a change in therapeutic effect. It was indicated for the past 4 months, the patient had been ''tight'' and despite repeated dose adjustments to spread out dose refills; there had been no change in tone. It was noted until right after the dye study that the patients pump delivered lioresal with a concentration of 2,000 mcg/ml at a dose of 1066.4 mcg/day. It was noted that the drug was changed to compounded baclofen at a concentration of 4,000 mcg/ml and that they are slowly titrating the patient down from that high dose. After the drug concentration change, they aspirated and got fluid back and then planned to program priming bolus as modified bridge to account for old drug in the pump tubing. It was later confirmed that the patient had a dye study on (B)(6) 2012 that showed that dye never left the pump. It was noted that the patient was scheduled for pump replacement in november and that the patient was ''doing well'' and they didn't anticipate any further issues.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.